Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Result and conclusions will be provided in the final report. H6: medical device problem code 1494 indication for use.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional peripheral percutaneous transluminal angioplasty procedure with an 18f sheath. Reportedly, the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.